Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 28 mg/dl at the time of the incident and was treated with food and glucagon. The customer did not state symptoms related to low blood glucose. Customer was started to experience low blood glucose suddenly. The device will not be returned for analysis.